Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
Per the clinical review: during cardiopulmonary bypass (cpb), a "belt slip" error message was observed on the roller pump that was used for suction. The perfusionist (ccp) stated the pump did not stop, but she inspected the tubing in the pump for proper placement and she noticed no issues. The ccp backed off (reduced) the occlusion a little and the belt slip message no longer appeared. There were no other messages the remainder of the procedure and there were no issues in providing adequate suction during the case. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a "belt slip" error on the roller pump. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed a ¿belt slip" error message on roller pump display while the pump was running in forward direction. During internal inspection, the pst observed oil leak from main bearing onto encoder wheel and pump gut. The roller pump was manufactured in august 2004 indicating it had 2nd generation bearing installed. Service history does not show the bearing was replaced at all. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.